Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and moderate tortuosity in the iliac limbs. The aortic neck was short, 1 cm in length. The bifurcated stent graft was implanted and there was a proximal type I endoleak. (MFR report# 2953200-2011-00996) the physician elected to implant an aortic cuff however the endoleak did not resolved. The physician will monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (short aortic neck). Eval, conclusions: device failure/lack of effectiveness related to pt condition (short aortic neck).